Event description:
It was reported to boston scientific that an extractor rx retrieval balloon was used during a procedure to remove calculi from the bile duct performed on (B)(6), 2010. According to the complainant, during the procedure, the balloon ruptured when removing a stone from the bile duct. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. Additional information received confirmed that no fragments of the balloon detached inside the patient. The patient's condition following the event was reported to be good.

Manufacturer narrative:
Investigation results: a review of the complaints database revealed no complaints have been previously reported for lot 13047422. A visual examination of the returned complaint device confirmed the balloon did burst. It was also noted there was no damage on the catheter shaft of the device. The condition of the returned device is consistent with the event description that the balloon ruptured. The most probable root cause was found to be operational context. (B)(4).